Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, a definitive cause for the material separation resulting in unexpected medical intervention could not be determined. It may be possible that the tip of barewire became prolapsed during advancement resulting in separation; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot number, primary UDI number updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure performed was to treat a right common carotid artery. The barewire tip of a large emboshield nav6 embolic protection system (eps), broke off in the right common carotid artery. A snare was used to retrieve the tip. An unspecified emboshield nav6 eps was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.